Manufacturer narrative:
This report is submitted on august 08, 2019.

Event description:
Per the clinic, the device was elective explanted on (B)(6) 2019. The recipient had trauma to the implant site during a rugby game on (B)(6) 2019 which caused the device to stop working.

Manufacturer narrative:
Device analysis indicates a device failure. This report is submitted september 06, 2019.